Event description:
Customer reported an issue with the panorama central station display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. The display was repaired and reinstalled.